Event description:
Information was received indicating that a smiths medical cadd-solis pump was presenting with error code "445610". There was no patient present at the time of the event. There was no reported adverse events.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's reported concern regarding "e.c. 44510" was not confirmed. Event log history was performed and indicated that two instances, where both were at a loss of power instance while using "aa" batteries. It was noted that customer continued to use pump several times after error code. It was also noted that the customer's reported concern could not be repeated with the pump on good batteries/ac power. Based on the evidence, the complaint was not confirmed, and no fault was found.